Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with a medical history that includes cardiac arrest, dilated cardiomyopathy (dcm), ventricular tachycardia (vt), atrial fibrillation (af) underwent a cardiac ablation procedure with a optrell mapping catheter with trueref technology and the patient experienced complete heart block that required temporary pacemaker and prolonged hospitalization. Four hours after the start of the procedure, an optrell was placed to see his during induction, but then when attempting to proceed the optrell into the rv, it may have hit the right leg, resulting in a right bundle branch block. Since the patient originally had left bundle branch block, complete heart block occurred. A temporary pacemaker was placed and the procedure was completed. Patient required extended hospitalization. Depending on the clinical course, an implantable cardioverter defibrillators (ICD) is also planned. The physician's opinion on the relationship between the event and the product is there was a causal relationship. The physician believes that after placing the optrell to see his, when attempting to proceed it into the rv, it may have touched the right leg and the heart block occurred. The patient has fully recovered and discharged.

Manufacturer narrative:
On 18-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient with a medical history that includes cardiac arrest, dilated cardiomyopathy (dcm), ventricular tachycardia (vt), atrial fibrillation (af) underwent a cardiac ablation procedure with a optrell mapping catheter with trueref technology and the patient experienced complete heart block that required temporary pacemaker and prolonged hospitalization. Four hours after the start of the procedure, an optrell was placed to see his during induction, but then when attempting to proceed the optrell into the rv, it may have hit the right leg, resulting in a right bundle branch block. Since the patient originally had left bundle branch block, complete heart block occurred. A temporary pacemaker was placed and the procedure was completed. Patient required extended hospitalization. Depending on the clinical course, an implantable cardioverter defibrillators (ICD) is also planned. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent and no other damage or anomalies were observed on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The potential cause of the shaft bent could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The shaft bent was not reported by the customer and it was not related to the adverse event reported. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. No error messages were observed on johnson & johnson medtech equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).